Event description:
During surgery, it was found upon opening the package that the product bent. A back-up product was used.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.